Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. A review of the unit's device history record (DHR) did not reveal any anomalies in the documentation. In conclusion, there were no issues with the esu that would have caused or contributed to the event. Most likely, there were many factors involved in the event (e.g., the patient's disease state, the patient having previous surgeries on the bladder, the patient being elderly, the unit's settings, the functionality of the resectoscope as well as the accessories, etc.). However, no conclusive determination could be made as to the cause of the incident (note: although rare, a bladder perforation is a known complication involved with the procedure.). No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a transurethral resection of the bladder. The esu was used with a bipolar resectoscope from wolf and an erbe resection cable with an mf plug (part number 20196-119, lot number unknown). No information was provided regarding any other accessory involved in the surgery or the esu's settings used in the procedure. During the resection, a perforation of the bladder dome occurred with the size of the perforation being approximately 1 cm (note: the patient had undergone multiple surgeries previously to address superficial bladder tumors.). No surgical intervention was required to resolve the perforation; however, the patient's hospitalization was extended.